Manufacturer narrative:
The field service engineer additionally replaced the catalytic converter to resolve the mist/haze issue. Correction: the assignable cause of the mist/haze is potentially due to the catalytic converter, oil mist filter, vacuum pump oil, and the male elbow swivel. The asp field service engineer replaced the parts and confirmed the sterrad® nx met functional specifications after service. Asp complaint ref #: (B)(4).

Manufacturer narrative:
The field service engineer replaced the oil mist filter, vacuum pump oil, and the male elbow swivel to resolve the mist/haze issue. Unit was restored to proper operations and was returned to service. H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the mist/haze issue, and system risk analysis (sra). The device history record (DHR) was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the mist/haze issue for the sterrad® nx unit was reviewed for the prior six months from the event date, and no significant trend was observed. Review of risk documentation shows the risk for exposure to toxic or corrosive material to be "low." No parts were available for further analysis. The assignable cause of the mist/haze is potentially due to the oil mist filter, vacuum pump oil, and the male elbow swivel. The asp field service engineer replaced the parts and confirmed the sterrad® nx was restored to proper operations after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by advanced sterilization products, or its employees that the report constitutes an admission that the product, advanced sterilization products, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Asp complaint ref #: (B)(4).

Event description:
While at customer site for a separate issue, the field service engineer reported an event of a ¿mist¿ or haze emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a previous serious injury.